Event description:
It was reported that the patient experienced a shocking sensation when she turned on her device. She has not had the device on for the past 8 months and has had numerous surgical procedures. The healthcare provider confirmed that the patient experienced a new pain. The patient's device was reprogrammed with improvement. No patient injuries were reported.